Manufacturer narrative:
The field service representative checked the dilution cup and found wear marks under the vacuum nozzle. He rotated the cup to move the wear marks away from the sipper probe, cleaned the sipper probe and vacuum nozzle, and replaced the dilution cup. He performed checks and tests with acceptable results. The qc was acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas c 303 analytical unit. Sample 1: the initial result was 134 mmol/l, and the repeated result was 141.3 mmol/l. Sample 2: the initial result was 132 mmol/l, and the repeated result was 139 mmol/l. The samples were repeated because the physician questioned the initial results. The repeated results were believed to be correct.